Event description:
It was reported that event involved a male patient while in the intensive care unit. Indications for use: bridge to transplant. The intra-aortic balloon (iab) was inserted sheathless via right femoral artery with no issues. After 11 days of intra-aortic balloon pump (iabp) therapy blood was observed in the helium line. It was reported low and squared balloon pressure waveform (bpw) with no alarms generated before the iab "broke up." No strips were printed since there was no paper inside the printer. The patient had arterial gas embolism and transient ischemic attacks (tia). There was no evidence of blood reaching the pneumatic circuit. The patient outcome: the patient is fine. The iab was not in the correct position because the iab migrated; it is unknown why the iab migrated. The patient is awake and restless. It is unknown if there was any other kind of interventions attempted. The hospital did not give the sales representative the iab, but allowed them to look at the iab. It was observed the membrane was not broken, the inner lumen was clearly broken just after the y bifurcation. The md reported that a x-ray showed that the tip was between the fourth and the fifth rib. Additional information received on (B)(4) 2011 from the sales representative stated the patient had a tia that they think could be related to central lumen fracture and consequent helium leakage into the blood stream. As far as we know, they did not CT or MRI to prove this hypothesis. Reference MDR #1219856-2011-00475 for the related iabp report involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.